Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, (B)(4). Reported events: two (2) events were reported for this quarter. Product return status: two (2) devices were received for evaluation. Evaluation status: two (2) device evaluations are in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device was reportedly leaking fluid. Two (2) events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 2 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 2 devices were received.   Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by damage to the exhaust hose. 1 reported event was not confirmed during testing. Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was reportedly leaking fluid. 2 events had no patient involvement; no patient impact.